Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. The customer's blood glucose level was not impacted. The customer confirmed a new cartridge was successfully loaded onto the pump and insulin was resumed.